Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the o-ring fell out from her reservoir and also having trouble connecting to a sensor and it went missing. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Not in manufacturing mode. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. Unit displayed the programmed value properly on the display graph. Unit sensor feature was working properly. Unit was received with minor scratched lcd window, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.